Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displaying "m ID:09" (air trap assembly) error message was confirmed during functional test and during event log data review. Thermogard ivtm system was evaluated at the customer site by a zoll service representative. The investigation findings revealed that the root cause of the reported complaint was due to a damaged rj45 sensor cable. It is undetermined how the rj45 sensor cable became faulty but manufacturing could not be ruled out. No physical damage was observed on the thermogard xp ivtm system during visual inspection. During archive review, multiple error code 4.9.2 (m ID:09) were identified on the event date. Thus, confirming the reported complaint. Initial functional testing failed due to system error message "m ID:09". To remedy "m ID:09", the rj45 sensor cable was replaced. The system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During shift check, customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed "m ID:09" (air trap assembly) during power-on-self-test. User was unable to clear error message. No patient involvement.